Manufacturer narrative:
A hot axios stent and delivery system were returned for analysis. A visual analysis of the returned device noted that nosecone was detached from the polyimide inner shaft and the polyimide inner shaft was kinked. There was no issue with the stent. An electrical test was performed by measuring the resistance between the monopolar plug and the electrocautery wire and the results were within specifications. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, such as tortuous anatomy and use of force during deployment attempts. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. Reportedly the physician was not able to puncture the pseudocyst to place the stent transgastric. However, according to the complainant, during the procedure the stent was fully deployed in the patient's stomach. The stent was removed from the patient with a snare. The procedure was not completed as the physician did not have another axios available. There were no patient complications as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. Reportedly the physician was not able to puncture the pseudocyst to place the stent transgastric. However, according to the complainant, during the procedure the stent was fully deployed in the patient's stomach. The stent was removed from the patient with a snare. The procedure was not completed as the physician did not have another axios available. There were no patient complications as a result of this event. The patient's condition was reported to be fine.